Event description:
It was reported that during a device upgrade procedure, the right ventricular lead exhibited an insulation abrasion. The lead was explanted and replaced without difficulty. The patient was in stable condition post procedure. The patient would be continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that a partial lead was returned in two pieces. On the distal portion, an insulation abrasion was noted at 25.7 cm to 27.9 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device.